Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The rear case was replaced which incorporated the failed speaker.

Event description:
It was reported that a spectrum pump had no audio output in the patient cardiology care area during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.